Event description:
Caller alleged discrepant low inratio inr result in comparison to the laboratory result. Results are as follows: date: (B)(6) 2014, inratio inr: 5.6, laboratory inr: >15.0. Therapeutic range 2.0 - 3.0 for the pt. The time between testing was minutes. A glass capillary tube was used for sample application, customer was unaware if it was coated with anything. Reportedly, the pt was hospitalized due to the high laboratory inr result. There was no reported treatments administered. As of (B)(6) 2014, the pt remained hospitalized. Though requested, there was no additional information provided.

Manufacturer narrative:
Investigation pending.